Event description:
It was reported that the programmer was displaying an intermittent overheating message. The programmer would be turned off for a while and the message would clear. The caller was advised to ensure that the vents were clean and clear and there was at least a six inch space between the programmer and other equipment. The caller was also advised to return the programmer to service if the issue persisted. The current status of the programmer is unknown. No patient complications have been reported as a result of this event.